Event description:
Ous MDR - boston scientific received information that during a normal patient follow up, it was discovered that this right ventricular (rv) lead is displaying loss of capture. No adverse patient effects were reported. The loss of capture has not resulted in asystole for more than two seconds. The patient will be seen in one month to further evaluate the lead. At this time, this rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4) MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.